Event description:
It was reported "we have faced 2 types of incidents over the past six weeks. 1) early malfunction of the arterial catheter (6-8 hours after insertion, or more) for a significant number of patients: damping of the artery curve making blood pressure impossible to measure. It required removal or even reinsertion of the device, with the same problems quickly occurring again. 2) significant discrepancy between blood pressure measured manually and measured with the catheter (e.g. 30 mmhg higher with catheter). Blood sampling remained possible. Arterial catheters are inserted by both interns and senior staff. A defective catheter that was retained does not appear to have been kinked. These 2 kinds of issues are recurring malfunctions." Associated MDR numbers include: 3006425876-2025-00760, 3006425876-2025-00761, and 3006425876-2025-00799.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "we have faced 2 types of incidents over the past six weeks. 1) early malfunction of the arterial catheter (6-8 hours after insertion, or more) for a significant number of patients: damping of the artery curve making blood pressure impossible to measure. It required removal or even reinsertion of the device, with the same problems quickly occurring again. 2) significant discrepancy between blood pressure measured manually and measured with the catheter (e.g. 30 mmhg higher with catheter). Blood sampling remained possible. Arterial catheters are inserted by both interns and senior staff. A defective catheter that was retained does not appear to have been kinked. These 2 kinds of issues are recurring malfunctions." Associated MDR numbers include: 3006425876-2025-00760, 3006425876-2025-00761, and 3006425876-2025-00799.

Manufacturer narrative:
Qn# (B)(4), complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.